Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed their sensor and was getting a lost sensor alert. Customer states the pump was not communicating with the transmitter. Blood glucose level at the time of the incident was 423 mg/dl. It was not noted how the customer treated the high blood glucose and no troubleshooting. The insulin pump was not replaced or returned for analysis.